Event description:
Medtronic received information that this bio-console model 560 was exhibiting touch screen operation issues during a ten-hour ECMO procedure on a (B) (6) male with abdominal aortic aneurysm repair. It was reported that the control knob, display value and pump was still running. Pressure could not be zeroed and monitoring could not be performed. The unit was restarted, requiring hand-crank; however, the issue did not resolve. The base unit was used instead. It was reported that the patient passed away three hours after the issue. Cause of death was documented as ruptured aneurysm. During ECMO and the event described, the vital signs of the patient were not stable, and there was no significant rise in the patient's blood pressure. It was reported that there was no direct bio-console malfunction that caused the patient's death; however, it was stated that the overall event may have contributed.

Manufacturer narrative:
(B) (4). Analysis: a service technician checked and calibrated the touch screen. The unit was then ran for a twenty-four hour period of time. The unit worked as expected, without reproduction of the clinical observation. A device memory analysis has been requested. Conclusion: the clinical observation was not confirmed; however, a device memory analysis has been requested. At this time, the cause for this event cannot be determined. Once additional information has been received, the event will be updated and a supplemental report filed.